Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the 2.5 x 8 mm xience v stent delivery system (sds) would not cross the lesion. There were no reported patient effects. No additional information was provided. This event is being filed based on the returned device analysis, which revealed that the stent was dislodged and returned on the distal shaft.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the stent implant, on the outer member, on the hypotube, and on the hub. There was contrast on the balloon and on the outer member. The stent implant was returned dislodged from the balloon and was located on the distal shaft. There was one bent strut in the third row at the middle portion of the stent implant. There were flared struts in the first row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The protective sheath was not returned. The tip length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal outer diameter could not be measured due to the flared struts as noted. The stent implant middle and distal outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is likely related to the operational context of the procedure. Analysis of the returned product is consistent with handling and the sds advanced into the patient. Analysis also noted that the stent implant was returned dislodged from the balloon and was located on the distal shaft. However, crimp marks were visible on the tightly balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was one bent strut at the middle portion and flared struts at the proximal end of the stent implant. None of this damage was reported or noted during product inspection prior to use. Additional information regarding the stent dislodgement was requested from the account; however, none has been provided. It is possible that during the attempted advancement of the sds, the stent implant became loosened as it interacted with the anatomy and became dislodged onto the distal shaft. Further, the stent damage may be a result of an interaction with the tip guiding catheter upon removal of the sds. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this case, the failure to cross appears to be related to operational context; however, a definitive cause of the stent dislodgement and stent damage cannot be determined. There does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are 100% confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.